Event description:
During an in clinic follow up, loss of sensing, loss of capture, and increased pacing impedance were observed on the right atrial (ra) lead. X- ray imaging was performed, and the ra lead was found to be dislodged. During the revision procedure the helix of the ra lead failed to extend. The ra lead was explanted and replaced to resolve this event. The patient was stable.